Event description:
It was reported that at routine follow-up, low impedance and noise were observed. X-ray found externalized conductors. The patient refused lead replacement procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.